Manufacturer narrative:
Sorin group (B)(4) mfrs the primo2x oxygenator. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a medwatch from (B)(6). An excessive leak was seen coming from the primox oxygenator. The unit was replaced. The incident occurred during priming. There was no pt involvement. Several attempts have been made requesting the return of the oxygenator for eval. To date, risk mgmt has not responded. The investigation is on-going. A f/u report will be filed when the investigation is complete. There was no pt involvement. Sorin group received a medwatch report regarding this incident. This report is being filed as a result of this action.